Manufacturer narrative:
A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, the event is not related to the procedure nor the device. There are clinical factors that may have contributed which include the patient's unique anatomy, diet and medication compliance, and other related comorbidities. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Venous thromboembolism as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available.

Event description:
It was reported that a clinical study patient developed a hematoma on (B)(6) 2016 and was subsequently admitted. The patient had undergone hematoma evacuation of the left leg. The patient was discharged on (B)(6) 2016.